Event description:
The customer reported being hospitalized due to unexplained high blood glucose over 600mg/dl. The customer experienced nausea and was throwing up. The customer stated that her glucose level before the admission was 548mg/dl, and she has treated with 37.0 units of insulin over one hour. Troubleshooting was performed. The time and date on the insulin pump were incorrect. The basal rates and bolus wizard were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. Three days later, the customer called back and stated that she can not deliver a bolus. Had the customer to reenter the bolus and found that the caller had activated the insulin in the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.